Manufacturer narrative:
H6: investigation summary no physical samples that display the reported condition were provided to our quality team for investigation. A device history review was performed for lot 2205011, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation. The product was visually inspected, no damage or defects were observed on or near the luer connection. Functional testing was performed, connecting the needle to a syringe. Liquid was able to pass from the syringe through the needle and no leakage was observed. Product is visually and functionally tested throughout manufacturing according to procedure, verifying all critical dimensions are within specification. Testing results for lot 2205011 verified product met all required limits.

Event description:
It was reported that the bd¿ quincke spinal needles experienced leakage at connection site. The loss of medication led to failure of spinal block. Unexpected medical intervention was performed, the patient was given general anesthesia. This is 1 of 3 related events. The following information was provided by the initial reporter: during the administration of anesthesia with 3 different needles despite an adequate syringe containing the local anesthetic, the medication leaks through the needle tie, losing the medication; on one occasion with a patient it led to failure of the spinal block. __ additional information received on 09.mar.2023: 1. Did the drug leak occur in 3 different patients? A: it happened in all 3 patients. Did the 3 patients have to be given the drug again with another needle? A: yes, to the 3 patients. 2. It is mentioned that one of the patients did not have a spinal block due to the loss of medication, what happened? A: he was given general anesthesia. 3. Are the products involved available for analysis? A: the needles are thrown away. 4. Were the 3 needles from the same batch? If not, could you please advise the lot numbers of c/needle? A: it is unknown (the packaging of one of the needles was provided with the report).

Event description:
It was reported that the bd¿ quincke spinal needles experienced leakage at connection site. The loss of medication led to failure of spinal block. Unexpected medical intervention was performed, the patient was given general anesthesia. This is 1 of 3 related events. The following information was provided by the initial reporter: during the administration of anesthesia with 3 different needles despite an adequate syringe containing the local anesthetic, the medication leaks through the needle tie, losing the medication; on one occasion with a patient it led to failure of the spinal block. Additional information received on 09.mar.2023: 1. Did the drug leak occur in 3 different patients? A: it happened in all 3 patients. Did the 3 patients have to be given the drug again with another needle? A: yes, to the 3 patients. 2. It is mentioned that one of the patients did not have a spinal block due to the loss of medication, what happened? A: he was given general anesthesia. 3. Are the products involved available for analysis? A: the needles are thrown away. 4. Were the 3 needles from the same batch? If not, could you please advise the lot numbers of c/needle? A: it is unknown (the packaging of one of the needles was provided with the report).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.